Event description:
Reportedly, on (B)(6) 2019, one third of the subject pacemaker was found protruded from its pocket and became infected. A re-intervention was performed on (B)(6) 2019, the pacemaker and the associated atrial and ventricular leads were explanted.

Event description:
Reportedly, on (B)(6) 2019, one third of the subject pacemaker was found protruded from its pocket and became infected. A re-intervention was performed on (B)(6) 2019, the pacemaker and the associated atrial and ventricular leads were explanted.